Event description:
Smith & nephew became aware of this event via a phone call from the pt's atty. The atty alleged that the pt suffered from "drop foot" as a result of the physician overheating the disc during an idet procedure using smith & nephew's spinecath intradiscal catheter. There was no allegation that the spinecath did not operate correctly, the pending litagtion is against the initial treating physician. Due to the pending litigation attempts to obtain add'l event or pt info was unsuccessful.